Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-06308. It was reported the patient developed an infection at an unknown location. As a result, surgical intervention was undertaken on (B)(6) wherein the entire system was explanted. Reportedly, the patient was treated with antibiotics as further treatment.

Event description:
Device 1 of 2, reference MFR report#1627487-2017-06308. Follow-up identified the issue has been resolved.